Manufacturer narrative:
(B)(4). Eval results, conclusion: aneurysm enlargement. Disease progression with iliac vessel dilatation.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 6.5 years ago. Abdominal aortic aneurysm and vessel morphology at the time of implant were not reported. At the time of implant, the left common iliac was aneurysmal but was left untreated in order to preserve the left hypogastric artery. It was reported that at the initial implant an aneurx extension cuff was the most distal stent graft on the left side. The left common iliac artery has continued to dilate and have disease progression distal to the stent graft. No endoleak was reported. The pt will be treated with coils in the left hypogastric and extending the iliac limb down to the external iliac artery. No clinical sequelae were reported, and the pt is fine.